Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good post procedure.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. A buckle to the inner tube at the proximal marker band under the balloon was found. The device was inflated to 14 atm and held for one minute. No leaks or rupture was found. Damage to the guidewire exchange port was consistent with use. There was no evidence of any product quality deficiencies, it was considered likely that the damage to the inner tube and the guidewire port were attributable to procedure issues.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good post procedure.